Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for the report of was not cutting failure and different sound. The needle of the returned sample was broken off and received in a separate zip top bag. The returned sample was visually inspected and was found to be non-conforming with the probe needle completely broken off. Functional testing, wear determination, and disassembly activities were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the needle completely broken off of the probe assembly. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe had a cutting failure and an abnormal sound during a procedure. The status of the aspiration function was not known, the product was replaced and the procedure was completed. There was no harm to the patient.